Event description:
It was reported that there was no alleged product issue. It was noted that hospitalization was required as a result of the event. It was noted that the patient had a spinal cord stimulator (scs) trial and the physician felt that the patient or family member pulled the leads out from some reason. It was noted that the patient stated that the ER doctor pulled the leads but the ER doctor stated that they did not pull the lead. It was noted that post trial the patient had an infection of the spine of some sort. It was noted that the patient¿s status at the time of report was alive with no injury. Additional information was requested but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had stated she was going to call a lawyer. It was noted that the patient had stated that the ER doctors removed the wires. It was also noted that the ER doctors stated that the patient had presented to the ER with the wires in her hands. It was stated that there was no mention of infection or treatment by the ER doctors. Additional information received reported that the patient's trial leads had been implanted on (B)(6) 2013. It was stated by the patient's healthcare provider (hcp) that there was no mention of any sort of infection from the leads, or implant area. It was also stated that there was no mention of infection of the patient's spine. It was noted that the patient had met with her hcp in (B)(6) of 2014 and was referred for implantation. It was noted that the patient was also seen on (B)(6) 2014 and was referred for implantation, but was awaiting insurance approval.

Manufacturer narrative:
(B)(4).